Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the damaged boom back cover on the patient side cart (psc) and a damaged fiber optic cable. The system was tested and verified as ready for use. The affected parts will not be returned to isi for further investigation as they are field scrap items. A review of images provided by the customer was performed. The images show a damaged boom back cover, located on the psc.

Event description:
It was reported that during a da vinci-assisted gastrojejunostomy procedure, a non-recoverable error occurred, indicating the boom controls were disabled. The customer indicated that the surgeon had driven the boom into the wall, causing the system to fault with the error and all the boom controls were disabled. Additionally, the customer indicated that the boom cover on the back by the handlebars fell off. A review of the system logs confirmed errors pointing to the axes controller platform (acp) #5. The customer performed multiple hard reboots / emergency power off (epo) the patient side cart (psc) with no change. As a result, the surgeon elected to convert the case to open surgery. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance after the case was completed. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the patient tolerated the procedure and there was no injury.